Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr178z - as tibia offset stem d18x92 cementless. According to the complaint description, the as coating does not fully cover the implant stem. The surgeon had to choose a smaller implant to solve the incident, as only one stem was available. Patient harm was unknown. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Event description:
Update: patient injury was updated to "no patient harm".

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated. H6 - codes updated. Based on the updated patient harm, which changed from "unknown" to "none", the complaint has been re-assessed. It is no longer considered to be reportable, no malfunction or serious incident.